Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of the pacemaker presenting electrogram (egm). It was noted that the patient experienced a syncopal episode. Upon review, a drop in amplitude measurements and increase in high pacing thresholds were observed on the right ventricular (rv) lead channel. Further review also showed the stored rythmiq episodes showed undersensing triggered a mode switch. Ts discussed program optimization considerations. At this time, the pacemaker and the rv lead remain in service. No adverse patient effects were reported.